Event description:
Additional information received noted that right ventricular (rv), and right atrial (ra) lead dislodgement was confirmed via fluoroscopy.

Event description:
Related manufacturer reference number: 2017865-2024-34389. It was reported that patient presented for scheduled lead revision procedure. Prior to the procedure, it was noted that the patient's right atrial (ra) lead and right ventricular (rv) lead were dislodged. The right atrial (ra) lead was successfully repositioned on (B)(6) 2024, and the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information requested but not received.